Manufacturer narrative:
The device was returned to our us facility, and has been repaired and returned back to the customer. We therefore are no longer able to ship it to the manufacturing site for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device is showing an error message " 3ff: power on test error" pops up when the gas is connected. If gas is not connected, it looks to boot up normally. But once the gas is opened and it begins its initial start-up test, this message appears. No negative impact in state of health reported.